Event description:
It was reported that after t1 deployed, t2 deployed prematurely. All t's were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent on two planes and the actuator is lodged at the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. No ts or suture remain on the delivery needle but were returned. Examination of the construct showed t1 is missing and appears to have been broken off as the knot is intact. T2 and the suture show no abnormalities. Per the device IFU under warning "do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed". No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.